Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the suspected cause of high thresholds was lead damage insulation and fracture. The physician determined by visual inspection that the lead was fractured and it was suspected before the procedure. The specific location of the fracture was the proximal portion of the lead; it might have been clavicle crush. The lead was surgically abandoned. No additional adverse patient effects were reported.